Event description:
Reporter alleged being unable to read the information on the test strip vial that is used with blood glucose monitoring system. Reporter stated the date, lot number, catalog number, and use by date were unable to be read. Reporter indicated using alcohol at the clinic and held the vial with wet fingers. Reporter stated no actions or treatment was associated with the alleged incident. A request was made for the return or the suspect product and replacement product was sent.